Event description:
On (B)(6) 2013, the reporter and the patient contacted animas stating boluses are not always being delivered due to issues with the keypad buttons. It was noted 4 days ago, the down arrow keypad button was intermittently unresponsive; the ok keypad button reportedly became unresponsive 2 days ago. The patient reportedly experienced a blood glucose (bg) value of 20 mmol/l with small ketones. The patient stated he realized that boluses were not being delivered when the bgs started to elevate and therefore used the pump for basal delivery and used the humalog pen for insulin injections. It was noted that the pump was unable to be reviewed by customer support (cs) due to the ok keypad button not responding. The patient's bg measurements were reportedly within target range after using the insulin pen. The patient denied moisture in the pump but there was reportedly a small tear on the down arrow button. The reported bg does not meet the animas criteria of an adverse event. This complaint is being reported due to the alleged keypad issue.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis 08/19/2013 with the following findings: the keypad cover was found to be torn over the down arrow button. During testing, all keypad buttons were found to be unresponsive. There was evidence of contamination found under all key contacts. The audio bolus button was unable to be tested due to the unresponsive keypad. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.